Event description:
It was reported by the rep that the device was used during a colon resection. It was reported the tlc55 partially fired and then locked up. The rep was present in the case, just moments after the tlc55 failure. The cutter had been placed in a non-sterile field and a new tlc55 opened. The rep took the failed cutter, placed a new reload and fired it. It fired all the staples. It sounds like a reload problem, the rep is sending both the reload and cutter back. The failed tcr55 cartridge took place on the second firing. The first firing went fine. There was no consequence to the patient.